Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left hemihepatectomy procedure, while being applied to cut off the left portal vein, the device was unable to be fired, handle was unable to be squeezed even when the green button was pressed. There was no patient injury.